Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that three days post implant the amplitudes on this right atrial (ra) lead had dropped as well as an increase in pacing impedances measurements. No pacing was noted. On x-ray a lead dislodged was noted thus a revision took place and this lead was explanted and will be returned. Adverse patient effects were noted but not specified.

Event description:
Additional information that this patient was not right atrial lead dependent, no worsening heart failure was noted. No adverse patient effects were reported.